Event description:
A lead extraction procedure commenced to remove a right atrial (ra), two right ventricular (rv), and a left ventricular (lv) lead due to cied system/pocket infection and bacteremia. Spectranetics lld lead locking devices (lld) were inserted into each lead to provide traction. Using a spectranetics glidelight laser sheath and spectranetics 13f tightrail rotating dilator sheath, the ra, lv, and one rv lead were removed successfully. After removal of the final rv lead, the patient's blood pressure dropped, and a substantial effusion was detected via transesophageal echocardiogram (tee). Rescue efforts began immediately, including rescue balloon, CPR, pericardiocentesis, sternotomy and bypass. The bleeding had subsided; however, an rv perforation was discovered, but had clotted off, and the injury was repaired. The patient survived the procedure. This report captures the 13f tightrail, the last device in use when the perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
A2) patient date of birth - not available from facility. A4) patient weight - not available from facility. B7) other relevant history - not available from facility. H3) the tightrail was discarded, thus no returned product investigation was performed. H6) cardiac perforation is a known risk of complication with use of the tightrail device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.